Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5032246) in united states on 30-dec-2013. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain\severe pain"), procedural pain ("procedure was a lot more painful than it was made out to be"), abdominal distension ("severe abdominal bloating\bloating"), menstruation irregular ("irregular strange periods"), menstrual disorder ("passing clots and dark brown discharge instead of regular monthly bleeding"), genital discharge ("passing clots and dark brown discharge instead of regular monthly bleeding"), ovulation pain ("painful ovulation"), abdominal pain lower ("bad cramping\severe abdominal cramping//severe abdominal pain"), weight increased ("gained 12 pounds\weight gain"), heart rate increased ("rapid heartbeat"), dizziness ("dizziness"), paraesthesia ("tingling on left side of my body"), headache ("headaches"), fatigue ("fatigue\severe fatigue"), pruritus ("severe itching of the scalp"), libido decreased ("low sex drive\hypoactive sexual desire"), depression ("depression"), memory impairment ("forgetfulness"), anxiety ("anxiety\worsening of her anxiety"), panic attack ("panic attacks"), mood swings ("mood swings"), dyspnoea ("shortness of breath"), exercise tolerance decreased ("intolerance to exercise"), allergy to metals ("intolerance to metal jewelry") and hypothyroidism ("hypothyroid symptoms") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5. No information given on consumer's drug history. No information given on consumer's concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced procedural pain (seriousness criterion disability). In (B)(6) 2013, the patient experienced libido decreased (seriousness criterion disability), depression (seriousness criterion disability), memory impairment (seriousness criterion disability), anxiety (seriousness criterion disability), panic attack (seriousness criterion disability), mood swings (seriousness criterion disability), dyspnoea (seriousness criterion disability), exercise tolerance decreased (seriousness criterion disability) and allergy to metals (seriousness criterion disability). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criterion disability), menstruation irregular (seriousness criterion disability), menstrual disorder (seriousness criterion disability), genital discharge (seriousness criterion disability), abdominal pain lower (seriousness criterion disability), weight increased (seriousness criterion disability), heart rate increased (seriousness criterion disability), dizziness (seriousness criterion disability), fatigue (seriousness criterion disability), menorrhagia ("heavy bleeding during menstruation"), sexual dysfunction ("sexual dysfunction"), dyspareunia ("pain during intercourse"), vulvovaginal dryness ("vaginal dryness"), arthralgia ("joint pain"), pain ("body aches"), insomnia ("insomnia"), feeling abnormal ("brain fog") and confusional state ("confusion"). On an unknown date, the patient experienced ovulation pain (seriousness criterion disability), paraesthesia (seriousness criterion disability), headache (seriousness criterion disability), pruritus (seriousness criterion disability) and hypothyroidism (seriousness criterion disability) with onychoclasis, temperature intolerance, dry eye and dry skin. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criterion disability), menstruation irregular (seriousness criterion disability), menstrual disorder (seriousness criterion disability), genital discharge (seriousness criterion disability), abdominal pain lower (seriousness criterion disability), weight increased (seriousness criterion disability), heart rate increased (seriousness criterion disability), dizziness (seriousness criterion disability), fatigue (seriousness criterion disability), menorrhagia ("heavy bleeding during menstruation"), sexual dysfunction ("sexual dysfunction"), dyspareunia ("pain during intercourse"), vulvovaginal dryness ("vaginal dryness"), arthralgia ("joint pain"), pain ("body aches"), insomnia ("insomnia"), feeling abnormal ("brain fog") and confusional state ("confusion"). On an unknown date, the patient experienced ovulation pain (seriousness criterion disability), paraesthesia (seriousness criterion disability), headache (seriousness criterion disability), pruritus (seriousness criterion disability) and hypothyroidism (seriousness criterion disability) with onychoclasis, temperature intolerance, dry eye and dry skin. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, procedural pain, abdominal distension, menstruation irregular, menstrual disorder, genital discharge, abdominal pain lower, weight increased, heart rate increased, dizziness, fatigue, libido decreased, depression, anxiety, mood swings, dyspnoea, menorrhagia, sexual dysfunction, dyspareunia, vulvovaginal dryness, arthralgia, pain, insomnia, feeling abnormal and confusional state outcome was unknown and the ovulation pain, paraesthesia, headache, pruritus, memory impairment, panic attack, exercise tolerance decreased, allergy to metals and hypothyroidism outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, arthralgia, confusional state, depression, dizziness, dyspareunia, dyspnoea, exercise tolerance decreased, fatigue, feeling abnormal, genital discharge, headache, heart rate increased, hypothyroidism, insomnia, libido decreased, memory impairment, menorrhagia, menstrual disorder, menstruation irregular, mood swings, ovulation pain, pain, panic attack, paraesthesia, pelvic pain, procedural pain, pruritus, sexual dysfunction, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: she presented none of the symptoms before being implanted with essure. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirmed full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2017: lawyer was added as reporter. On (B)(6) 2012 (previously reported as (B)(6) 2012), patient underwent essure procedure for permanent birth control. In (B)(6) 2013, hysterosalpingogram confirmed full occlusion. Within a few months after insertion, she began experiencing pelvic pain, severe abdominal pain and heavy bleeding during menstruation; severe abdominal cramping, hypoactive sexual desire; sexual dysfunction; pain during intercourse; vaginal dryness; joint pain; body aches; insomnia; brain fog and confusion; and a worsening of her anxiety. On (B)(6) 2014, plaintiff underwent a total hysterectomy and bilateral salpingectomy. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain\severe pain"), procedural pain ("procedure was a lot more painful than it was made out to be"), abdominal distension ("severe abdominal bloating\bloating/ gastrointestinal or digestive system condition type: bloating"), menstruation irregular ("irregular strange periods /"), menstrual disorder ("passing clots and dark brown discharge I / nstead of regular monthly bleeding / abnormal menses"), genital haemorrhage ("passing clots and dark brown discharge instead of regular monthly bleeding"), ovulation pain ("painful ovulation"), abdominal pain lower ("bad cramping\severe abdominal cramping//severe abdominal pain"), weight increased ("gained 12 pounds\weight gain / weight gain / loss specify which one: weight gain"), heart rate increased ("rapid heartbeat"), dizziness ("dizziness"), paraesthesia ("tingling on left side of my body"), headache ("headaches"), fatigue ("fatigue\severe fatigue / fatigue"), pruritus ("severe itching of the scalp and skin"), libido decreased ("low sex drive\hypoactive sexual desire"), depression ("depression"), memory impairment ("forgetfulness"), anxiety ("anxiety\worsening of her anxiety"), panic attack ("panic attacks"), mood swings ("mood swings"), dyspnoea ("shortness of breath"), exercise tolerance decreased ("intolerance to exercise"), allergy to metals ("intolerance to metal jewelry") and hypothyroidism ("hypothyroid symptoms") in a 35-year-old female patient who had essure (batch no. 553746-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5 (B)(6) 1997; (B)(6) 1999;(B)(6) 2002;(B)(6) 2008;(B)(6) 2011.), multigravida, genital pain, abortion (1) and smoker. No information given on consumer's drug history. No information given on consumer's concurrent conditions. Previously administered products included for an unreported indication: buspirone. Concurrent conditions included thyroid disorder and anesthesia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced procedural pain (seriousness criterion disability) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse /dyspareunia(painful sexual intercourse)"). On (B)(6) 2013, the patient experienced weight increased (seriousness criterion disability), fatigue (seriousness criterion disability), menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), vitreous floaters ("vision/eye problems type: floaters"), alopecia ("hair loss") and rash ("rashes or skin condition"). In (B)(6) 2013, the patient experienced libido decreased (seriousness criterion disability), depression (seriousness criterion disability), memory impairment (seriousness criterion disability), anxiety (seriousness criterion disability), panic attack (seriousness criterion disability), mood swings (seriousness criterion disability), dyspnoea (seriousness criterion disability), exercise tolerance decreased (seriousness criterion disability) and allergy to metals (seriousness criterion disability). On (B)(6) 2017, the patient experienced cerebral disorder ("neurological conditions or problems type: brain zap or brain shocks"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criterion disability), menstruation irregular (seriousness criterion disability), menstrual disorder (seriousness criterion disability), genital haemorrhage (seriousness criterion disability), ovulation pain (seriousness criterion disability), abdominal pain lower (seriousness criterion disability), heart rate increased (seriousness criterion disability), dizziness (seriousness criterion disability), paraesthesia (seriousness criterion disability), headache (seriousness criterion disability), pruritus (seriousness criterion disability), sexual dysfunction ("sexual dysfunction / sexual dysfunction"), vulvovaginal dryness ("vaginal dryness"), arthralgia ("joint pain"), pain ("body aches"), insomnia ("insomnia"), feeling abnormal ("brain fog /brain fog/ I m teriified of surgery and I made it through hand in there/ I suffer from e-fog too"), confusional state ("confusion") and hypoaesthesia ("numbness"). On an unknown date, the patient experienced hypothyroidism (seriousness criterion disability) with onychoclasis, temperature intolerance, dry eye and dry skin. The patient was treated with blood transfusion, auxiliary products and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, procedural pain, abdominal distension, menstrual disorder, genital haemorrhage, ovulation pain, abdominal pain lower, anxiety, panic attack, dyspareunia, feeling abnormal, dysmenorrhoea, vaginal discharge and alopecia had resolved, the menstruation irregular, weight increased, heart rate increased, dizziness, headache, fatigue, pruritus, libido decreased, depression, memory impairment, mood swings, dyspnoea, allergy to metals, menorrhagia, sexual dysfunction, vulvovaginal dryness, arthralgia, pain, insomnia, confusional state, vaginal haemorrhage, hypersensitivity, vitreous floaters and rash outcome was unknown, the paraesthesia, cerebral disorder and hypoaesthesia was resolving and the exercise tolerance decreased and hypothyroidism outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, cerebral disorder, confusional state, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, exercise tolerance decreased, fatigue, feeling abnormal, genital haemorrhage, headache, heart rate increased, hypersensitivity, hypoaesthesia, hypothyroidism, insomnia, libido decreased, memory impairment, menorrhagia, menstrual disorder, menstruation irregular, mood swings, ovulation pain, pain, panic attack, paraesthesia, pelvic pain, procedural pain, pruritus, rash, sexual dysfunction, vaginal discharge, vaginal haemorrhage, vitreous floaters, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: she presented none of the symptoms before being implanted with essure. Since her removal surgery, plantiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2013; in (B)(6) 2013: confirmed full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on 16-oct-2018: plaintiff fact sheet received. Event outcome were updated for the event: abnormal bleeding, vaginal discharge, procedure was a lot more painful than it was made out to be, painful ovulation, dysmenorrhea (cramping), pain during intercourse /dyspareunia(painful sexual intercourse), anxiety\worsening of her anxiety. Lab data was added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 30-dec-2013. The most recent information was received on 12-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain\severe pain"), procedural pain ("procedure was a lot more painful than it was made out to be"), abdominal distension ("severe abdominal bloating\bloating/ gastrointestinal or digestive system condition type: bloating"), menstruation irregular ("irregular strange periods /"), menstrual disorder ("passing clots and dark brown discharge I / instead of regular monthly bleeding / abnormal menses"), genital haemorrhage ("passing clots and dark brown discharge instead of regular monthly bleeding"), ovulation pain ("painful ovulation"), abdominal pain lower ("bad cramping\severe abdominal cramping//severe abdominal pain"), weight increased ("gained 12 pounds\weight gain / weight gain / loss specify which one: weight gain"), heart rate increased ("rapid heartbeat"), dizziness ("dizziness"), paraesthesia ("tingling on left side of my body"), headache ("headaches"), fatigue ("fatigue\severe fatigue / fatigue"), pruritus ("severe itching of the scalp and skin"), libido decreased ("low sex drive\hypoactive sexual desire"), depression ("depression"), memory impairment ("forgetfulness"), anxiety ("anxiety\worsening of her anxiety"), panic attack ("panic attacks"), mood swings ("mood swings"), dyspnoea ("shortness of breath"), exercise tolerance decreased ("intolerance to exercise"), allergy to metals ("intolerance to metal jewelry") and hypothyroidism ("hypothyroid symptoms") in a 35-year-old female patient who had essure (batch no. 553746-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5 ((B)(6) 1997; (B)(6) 1999; (B)(6) 2002; (B)(6) 2008; (B)(6) 2011.), multigravida, genital pain, abortion (1) and smoker. No information given on consumer's drug history. No information given on consumer's concurrent conditions. Previously administered products included for an unreported indication: buspirone. Concurrent conditions included thyroid disorder and anesthesia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced procedural pain (seriousness criterion disability) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse /dyspareunia(painful sexual intercourse)"). On (B)(6) 2013, the patient experienced weight increased (seriousness criterion disability), fatigue (seriousness criterion disability), menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), vitreous floaters ("vision/eye problems type: floaters"), alopecia ("hair loss") and rash ("rashes or skin condition"). In (B)(6) 2013, the patient experienced libido decreased (seriousness criterion disability), depression (seriousness criterion disability), memory impairment (seriousness criterion disability), anxiety (seriousness criterion disability), panic attack (seriousness criterion disability), mood swings (seriousness criterion disability), dyspnoea (seriousness criterion disability), exercise tolerance decreased (seriousness criterion disability) and allergy to metals (seriousness criterion disability). On (B)(6) 2017, the patient experienced cerebral disorder ("neurological conditions or problems type: brain zap or brain shocks"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criterion disability), menstruation irregular (seriousness criterion disability), menstrual disorder (seriousness criterion disability), genital haemorrhage (seriousness criterion disability), ovulation pain (seriousness criterion disability), abdominal pain lower (seriousness criterion disability), heart rate increased (seriousness criterion disability), dizziness (seriousness criterion disability), paraesthesia (seriousness criterion disability), headache (seriousness criterion disability), pruritus (seriousness criterion disability), sexual dysfunction ("sexual dysfunction / sexual dysfunction"), vulvovaginal dryness ("vaginal dryness"), arthralgia ("joint pain"), pain ("body aches"), insomnia ("insomnia"), feeling abnormal ("brain fog /brain fog/ I m terrified of surgery and I made it through hand in there/ I suffer from e-fog too"), confusional state ("confusion") and hypoaesthesia ("numbness"). On an unknown date, the patient experienced hypothyroidism (seriousness criterion disability) with onychoclasis, temperature intolerance, dry eye and dry skin. The patient was treated with blood transfusion, auxiliary products and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal distension, menstrual disorder, abdominal pain lower, panic attack, feeling abnormal and alopecia had resolved, the procedural pain, menstruation irregular, genital haemorrhage, ovulation pain, weight increased, heart rate increased, dizziness, headache, fatigue, pruritus, libido decreased, depression, anxiety, mood swings, dyspnoea, allergy to metals, menorrhagia, sexual dysfunction, dyspareunia, vulvovaginal dryness, arthralgia, pain, insomnia, confusional state, vaginal haemorrhage, hypersensitivity, dysmenorrhoea, vaginal discharge, vitreous floaters and rash outcome was unknown, the paraesthesia, cerebral disorder and hypoaesthesia was resolving and the memory impairment, exercise tolerance decreased and hypothyroidism outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, cerebral disorder, confusional state, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, exercise tolerance decreased, fatigue, feeling abnormal, genital haemorrhage, headache, heart rate increased, hypersensitivity, hypoaesthesia, hypothyroidism, insomnia, libido decreased, memory impairment, menorrhagia, menstrual disorder, menstruation irregular, mood swings, ovulation pain, pain, panic attack, paraesthesia, pelvic pain, procedural pain, pruritus, rash, sexual dysfunction, vaginal discharge, vaginal haemorrhage, vitreous floaters, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: she presented none of the symptoms before being implanted with essure. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirmed full occlusion fallopian tubes . Most recent follow-up information incorporated above includes: on 12-sep-2018: update of information (batch is invalid). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032246) on 30-dec-2013. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain\severe pain'), procedural pain ('procedure was a lot more painful than it was made out to be'), abdominal distension ('severe abdominal bloating\bloating/ gastrointestinal or digestive system condition type: bloating'), menstruation irregular ('irregular strange periods /'), menstrual disorder ('passing clots and dark brown discharge I / nstead of regular monthly bleeding / abnormal menses'), genital haemorrhage ('passing clots and dark brown discharge instead of regular monthly bleeding'), ovulation pain ('painful ovulation'), abdominal pain lower ('bad cramping\severe abdominal cramping//severe abdominal pain'), weight increased ('gained 12 pounds\weight gain / weight gain / loss specify which one: weight gain'), heart rate increased ('rapid heartbeat'), dizziness ('dizziness'), paraesthesia ('tingling on left side of my body'), headache ('headaches'), fatigue ('fatigue\severe fatigue / fatigue'), pruritus ('severe itching of the scalp and skin'), libido decreased ('low sex drive\hypoactive sexual desire'), depression ('depression'), memory impairment ('forgetfulness'), anxiety ('anxiety\worsening of her anxiety'), panic attack ('panic attacks'), mood swings ('mood swings'), dyspnoea ('shortness of breath'), exercise tolerance decreased ('intolerance to exercise'), allergy to metals ('intolerance to metal jewelry') and hypothyroidism ('hypothyroid symptoms') in a 35-year-old female patient who had essure (batch no. 553746-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5 ((B)(6) 1997; (B)(6) 1999; (B)(6) 2002; (B)(6) 2008; (B)(6) 2011.), multigravida, genital pain, abortion (1) and smoker. No information given on consumer's drug history. No information given on consumer's concurrent conditions. Previously administered products included for an unreported indication: buspirone. Concurrent conditions included thyroid disorder and anesthesia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain (seriousness criterion disability) and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 day after insertion of essure. On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse /dyspareunia(painful sexual intercourse)"). On (B)(6) 2013, the patient was found to have weight increased (seriousness criterion disability) and experienced fatigue (seriousness criterion disability), menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), vitreous floaters ("vision/eye problems type: floaters"), alopecia ("hair loss") and rash ("rashes or skin condition"). In (B)(6) 2013, the patient experienced libido decreased (seriousness criterion disability), depression (seriousness criterion disability), memory impairment (seriousness criterion disability), anxiety (seriousness criterion disability), panic attack (seriousness criterion disability), mood swings (seriousness criterion disability), dyspnoea (seriousness criterion disability), exercise tolerance decreased (seriousness criterion disability) and allergy to metals (seriousness criterion disability). On (B)(6) 2017, the patient experienced cerebral disorder ("neurological conditions or problems type: brain zap or brain shocks"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criterion disability), menstruation irregular (seriousness criterion disability), menstrual disorder (seriousness criterion disability), genital haemorrhage (seriousness criterion disability), ovulation pain (seriousness criterion disability), abdominal pain lower (seriousness criterion disability), dizziness (seriousness criterion disability), paraesthesia (seriousness criterion disability), headache (seriousness criterion disability), pruritus (seriousness criterion disability), sexual dysfunction ("sexual dysfunction / sexual dysfunction"), vulvovaginal dryness ("vaginal dryness"), arthralgia ("joint pain"), pain ("body aches"), insomnia ("insomnia"), feeling abnormal ("brain fog /brain fog/ I m teriified of surgery and I made it through hand in there/ I suffer from e-fog too"), confusional state ("confusion"), hypoaesthesia ("numbness") and anger ("have a short fuse after remove"), was found to have heart rate increased (seriousness criterion disability) and experienced hypothyroidism (seriousness criterion disability) with onychoclasis, temperature intolerance, dry eye and dry skin. The patient was treated with blood transfusion, auxiliary products and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, procedural pain, abdominal distension, menstrual disorder, genital haemorrhage, ovulation pain, abdominal pain lower, anxiety, panic attack, dyspareunia, feeling abnormal, dysmenorrhoea, vaginal discharge and alopecia had resolved, the menstruation irregular, weight increased, heart rate increased, dizziness, headache, fatigue, pruritus, libido decreased, depression, memory impairment, mood swings, dyspnoea, allergy to metals, menorrhagia, sexual dysfunction, vulvovaginal dryness, arthralgia, pain, insomnia, confusional state, vaginal haemorrhage, hypersensitivity, vitreous floaters, rash and anger outcome was unknown, the paraesthesia, cerebral disorder and hypoaesthesia was resolving and the exercise tolerance decreased and hypothyroidism outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anger, anxiety, arthralgia, cerebral disorder, confusional state, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, exercise tolerance decreased, fatigue, feeling abnormal, genital haemorrhage, headache, heart rate increased, hypersensitivity, hypoaesthesia, hypothyroidism, insomnia, libido decreased, memory impairment, menorrhagia, menstrual disorder, menstruation irregular, mood swings, ovulation pain, pain, panic attack, paraesthesia, pelvic pain, procedural pain, pruritus, rash, sexual dysfunction, vaginal discharge, vaginal haemorrhage, vitreous floaters, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: she presented none of the symptoms before being implanted with essure. Since her removal surgery, plantiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: confirmed full occlusion fallopian tubes; on (B)(6) 2013: results: total bilateral occlusion on (B)(6) 2013. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new event "being short fused" was added. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032246) on 30-dec-2013. The most recent information was received on 08-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain\severe pain'), procedural pain ('procedure was a lot more painful than it was made out to be'), abdominal distension ('severe abdominal bloating\bloating/ gastrointestinal or digestive system condition type: bloating'), menstruation irregular ('irregular strange periods /'), menstrual disorder ('passing clots and dark brown discharge I / nstead of regular monthly bleeding / abnormal menses'), genital haemorrhage ('passing clots and dark brown discharge instead of regular monthly bleeding'), ovulation pain ('painful ovulation'), abdominal pain lower ('bad cramping\severe abdominal cramping//severe abdominal pain'), weight increased ('gained 12 pounds\weight gain / weight gain / loss specify which one: weight gain'), heart rate increased ('rapid heartbeat'), dizziness ('dizziness'), paraesthesia ('tingling on left side of my body'), headache ('headaches'), fatigue ('fatigue\severe fatigue / fatigue'), pruritus ('severe itching of the scalp and skin'), libido decreased ('low sex drive\hypoactive sexual desire'), depression ('depression'), memory impairment ('forgetfulness'), anxiety ('anxiety\worsening of her anxiety'), panic attack ('panic attacks'), mood swings ('mood swings'), dyspnoea ('shortness of breath'), exercise tolerance decreased ('intolerance to exercise'), allergy to metals ('intolerance to metal jewelry') and hypothyroidism ('hypothyroid symptoms') in a 35-year-old female patient who had essure (batch no. 553746-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5 ((B)(6) 1997; (B)(6) 1999;(B)(6) 2002;(B)(6) 2008;(B)(6) 2011.), multigravida, genital pain, abortion (1) and smoker. No information given on consumer's drug history. No information given on consumer's concurrent conditions. Previously administered products included for an unreported indication: buspirone. Concurrent conditions included thyroid disorder and anesthesia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain (seriousness criterion disability) and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 day after insertion of essure. On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse /dyspareunia(painful sexual intercourse)"). On (B)(6) 2013, the patient was found to have weight increased (seriousness criterion disability) and experienced fatigue (seriousness criterion disability), menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), vitreous floaters ("vision/eye problems type: floaters"), alopecia ("hair loss") and rash ("rashes or skin condition"). In (B)(6) 2013, the patient experienced libido decreased (seriousness criterion disability), depression (seriousness criterion disability), memory impairment (seriousness criterion disability), anxiety (seriousness criterion disability), panic attack (seriousness criterion disability), mood swings (seriousness criterion disability), dyspnoea (seriousness criterion disability), exercise tolerance decreased (seriousness criterion disability) and allergy to metals (seriousness criterion disability). On (B)(6) 2017, the patient experienced cerebral disorder ("neurological conditions or problems type: brain zap or brain shocks"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criterion disability), menstruation irregular (seriousness criterion disability), menstrual disorder (seriousness criterion disability), genital haemorrhage (seriousness criterion disability), ovulation pain (seriousness criterion disability), abdominal pain lower (seriousness criterion disability), dizziness (seriousness criterion disability), paraesthesia (seriousness criterion disability), headache (seriousness criterion disability), pruritus (seriousness criterion disability), sexual dysfunction ("sexual dysfunction / sexual dysfunction"), vulvovaginal dryness ("vaginal dryness"), arthralgia ("joint pain"), pain ("body aches"), insomnia ("insomnia"), feeling abnormal ("brain fog /brain fog/ I m teriified of surgery and I made it through hand in there/ I suffer from e-fog too"), confusional state ("confusion"), hypoaesthesia ("numbness") and anger ("have a short fuse after remove"), was found to have heart rate increased (seriousness criterion disability) and experienced hypothyroidism (seriousness criterion disability) with onychoclasis, temperature intolerance, dry eye and dry skin. The patient was treated with blood transfusion, auxiliary products and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, procedural pain, abdominal distension, menstrual disorder, genital haemorrhage, ovulation pain, abdominal pain lower, anxiety, panic attack, dyspareunia, feeling abnormal, dysmenorrhoea, vaginal discharge and alopecia had resolved, the menstruation irregular, weight increased, heart rate increased, dizziness, headache, fatigue, pruritus, libido decreased, depression, memory impairment, mood swings, dyspnoea, allergy to metals, menorrhagia, sexual dysfunction, vulvovaginal dryness, arthralgia, pain, insomnia, confusional state, vaginal haemorrhage, hypersensitivity, vitreous floaters, rash and anger outcome was unknown, the paraesthesia, cerebral disorder and hypoaesthesia was resolving and the exercise tolerance decreased and hypothyroidism outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anger, anxiety, arthralgia, cerebral disorder, confusional state, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, exercise tolerance decreased, fatigue, feeling abnormal, genital haemorrhage, headache, heart rate increased, hypersensitivity, hypoaesthesia, hypothyroidism, insomnia, libido decreased, memory impairment, menorrhagia, menstrual disorder, menstruation irregular, mood swings, ovulation pain, pain, panic attack, paraesthesia, pelvic pain, procedural pain, pruritus, rash, sexual dysfunction, vaginal discharge, vaginal haemorrhage, vitreous floaters, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: she presented none of the symptoms before being implanted with essure. Since her removal surgery, plantiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: confirmed full occlusion fallopian tubes; on (B)(6) 2013: results: total bilateral occlusion on (B)(6) 2013. Lot number ( 553746 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032246) on 30-dec-2013. The most recent information was received on 27-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain\severe pain"), procedural pain ("procedure was a lot more painful than it was made out to be"), abdominal distension ("severe abdominal bloating\bloating/ gastrointestinal or digestive system condition type: bloating"), menstruation irregular ("irregular strange periods"), menstrual disorder ("passing clots and dark brown discharge I / nstead of regular monthly bleeding / abnormal menses"), genital haemorrhage ("passing clots and dark brown discharge instead of regular monthly bleeding"), ovulation pain ("painful ovulation"), abdominal pain lower ("bad cramping\severe abdominal cramping//severe abdominal pain"), weight increased ("gained 12 pounds\weight gain / weight gain / loss specify which one: weight gain"), heart rate increased ("rapid heartbeat"), dizziness ("dizziness"), paraesthesia ("tingling on left side of my body"), headache ("headaches"), fatigue ("fatigue\severe fatigue / fatigue"), pruritus ("severe itching of the scalp"), libido decreased ("low sex drive\hypoactive sexual desire"), depression ("depression"), memory impairment ("forgetfulness"), anxiety ("anxiety\worsening of her anxiety"), panic attack ("panic attacks"), mood swings ("mood swings"), dyspnoea ("shortness of breath"), exercise tolerance decreased ("intolerance to exercise"), allergy to metals ("intolerance to metal jewelry") and hypothyroidism ("hypothyroid symptoms") in a 35-year-old female patient who had essure (batch no. 553746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5 ((B)(6) 1997; (B)(6) 1999; (B)(6) 2002; (B)(6) 2008; (B)(6) 2011.), gravida ii, genital pain, abortion (1) and smoker. No information given on consumer's drug history. No information given on consumer's concurrent conditions. Previously administered products included for an unreported indication: buspirone. Concurrent conditions included thyroid disorder. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced procedural pain (seriousness criterion disability) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse /dyspareunia(painful sexual intercourse)"). On (B)(6) 2013, the patient experienced weight increased (seriousness criterion disability), fatigue (seriousness criterion disability), menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), vitreous floaters ("vision/eye problems type: floaters"), alopecia ("hair loss") and rash ("rashes or skin condition"). In (B)(6) 2013, the patient experienced libido decreased (seriousness criterion disability), depression (seriousness criterion disability), memory impairment (seriousness criterion disability), anxiety (seriousness criterion disability), panic attack (seriousness criterion disability), mood swings (seriousness criterion disability), dyspnoea (seriousness criterion disability), exercise tolerance decreased (seriousness criterion disability) and allergy to metals (seriousness criterion disability). On (B)(6) 2017, the patient experienced cerebral disorder ("neurological conditions or problems type: brain zap or brain shocks"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criterion disability), menstruation irregular (seriousness criterion disability), menstrual disorder (seriousness criterion disability), genital haemorrhage (seriousness criterion disability), abdominal pain lower (seriousness criterion disability), heart rate increased (seriousness criterion disability), dizziness (seriousness criterion disability), paraesthesia (seriousness criterion disability), pruritus (seriousness criterion disability), sexual dysfunction ("sexual dysfunction / sexual dysfunction"), vulvovaginal dryness ("vaginal dryness"), arthralgia ("joint pain"), pain ("body aches"), insomnia ("insomnia"), feeling abnormal ("brain fog /brain fog"), confusional state ("confusion") and hypoaesthesia ("numbness"). On an unknown date, the patient experienced ovulation pain (seriousness criterion disability), headache (seriousness criterion disability) and hypothyroidism (seriousness criterion disability) with onychoclasis, temperature intolerance, dry eye and dry skin. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal distension, menstrual disorder, abdominal pain lower, panic attack, feeling abnormal and alopecia had resolved, the procedural pain, menstruation irregular, genital haemorrhage, weight increased, heart rate increased, dizziness, fatigue, pruritus, libido decreased, depression, anxiety, mood swings, dyspnoea, allergy to metals, menorrhagia, sexual dysfunction, dyspareunia, vulvovaginal dryness, arthralgia, pain, insomnia, confusional state, vaginal haemorrhage, hypersensitivity, dysmenorrhoea, vaginal discharge, vitreous floaters and rash outcome was unknown, the ovulation pain, headache, memory impairment, exercise tolerance decreased and hypothyroidism outcome was unknown and the paraesthesia, cerebral disorder and hypoaesthesia was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, cerebral disorder, confusional state, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, exercise tolerance decreased, fatigue, feeling abnormal, genital haemorrhage, headache, heart rate increased, hypersensitivity, hypoaesthesia, hypothyroidism, insomnia, libido decreased, memory impairment, menorrhagia, menstrual disorder, menstruation irregular, mood swings, ovulation pain, pain, panic attack, paraesthesia, pelvic pain, procedural pain, pruritus, rash, sexual dysfunction, vaginal discharge, vaginal haemorrhage, vitreous floaters, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: she presented none of the symptoms before being implanted with essure. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2013: confirmed full occlusion fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: events "abnormal bleeding(vaginal), allergic or hypersensitivity reaction, neurological conditions or problems type: brain zap or brain shocks, dysmenorrhea (cramping), vaginal discharge, vision/eye problems type: floaters, hair loss, rashes or skin condition, numbness", reporter, historical condition, lot number, patient information added from pfs. Historical and concomitant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.